Event description:
It was reported that the patient underwent surgery on (B)(6) 2002 and mesh was placed into the patient's body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy and bilateral salpingo oophorectomy due to pelvic organ prolapse, stress urinary incontinence, dysmenorrhea and menorrhagia. It was reported that patient underwent excision of sling material/foreign body on (B)(6) 2004 due to chronic pelvic pain, foreign body reaction, and constant sensation of urinary tract infections. (B)(4).